Event description:
It was reported that it is unknown if the preparation of a mini trek balloon delivery catheter (bdc) was completed inside or outside the patients anatomy. During a mildly tortuous, mildly calcified, de novo, 95% stenosed, distal, right coronary artery stenting procedure, during pre-dilatation, a mini trek bdc was advanced without resistance, inflated to about 10 atmospheres and on the second inflation of 10 atmospheres, the balloon ruptured. The mini trek bdc was removed without difficulty and a xience prime stent was successfully implanted completing the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.